Manufacturer narrative:
It was initially reported to hillrom on (B)(6) 2023, that the seat section of a totalcare bed was deflated and the patient was injured. No specific details of the injury were reported. At the time hillrom was made aware, multiple attempts to obtain additional details of the reported "injury" and the event were unsuccessful. On (B)(6) 2023, baxter received a maude notification of an event that coincides with the same event based on the reported malfunction of a deflated seat section, product name, product serial number, and reported date of event occurrence of (B)(6) 2023. The details in the report state that the 50-year-old female with a history of diabetes, stroke, and hepatic/renal dysfunction, had a preexisting stage 2 sacral pressure injury that ¿progressed¿ and indicated that the event resulted in prolonged hospitalization. Medical intervention for the injury was not reported. The notification also documents that the patient was ventilator dependent following a cva, and on examination, the customer ¿found the mattress was not functioning and the patient was lying on the bedframe for an unknown length of time. The IFU warns the surface is not a substitute for good nursing practices. The normal mode should be used in conjunction with good assessment and protocol. The totalcare bed is intended to provide a patient support in health care environments. It is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure injury, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The totalcare bed is equipped with safety indicators that provide the caregiver with visual and audio indications of potentially hazardous conditions with the intention that the caregiver will respond to the alert and take appropriate action to rectify the issue. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The inspection of the bed was performed by a hillrom technician who reset the bed by unplugging and re-plugging the bed back in and found the bed to be working as designed. In this event, due diligence to obtain additional details of the severity of the reported wound progression, medical intervention required, and sequence of events was unsuccessful. However, based on the report that the patient had a preexisting stage 2 wound that ¿progressed¿, along with report of the prolonged hospitalization, it is reasonable to conclude that the wound progressed to a stage 3 or greater pressure injury and likely required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, thus indicating a serious injury occurred. The cause of the worsening pressure injury (serious injury) is undetermined, but likely multifactorial due to the patient¿s medical condition (pre-existing pressure injury, ventilator dependency related to stroke, diabetes, and hepatic/renal dysfunction). Due to the sparsity of details, use error (delay in recognition bed was not in operation and delay in removal of patient timely from the surface) is unable to be excluded at this time. If any additional details are received the complaint will be addressed accordingly. The bed was reset and functioning as designed. Based on this information, no further action is required.

Event description:
It was initially reported to hillrom on (B)(6) 2023, that the seat section of a totalcare bed was deflated and the patient was injured. No specific details of the injury were reported. At the time hillrom was made aware, multiple attempts to obtain additional details of the reported "injury" and the event were unsuccessful. On (B)(6) 2023, baxter received a maude notification of an event that coincides with the same event based on the reported malfunction of a deflated seat section, product name, product serial number, and reported date of event occurrence of (B)(6) 2023. The details in the report state that the 50-year-old female with a history of diabetes, stroke, and hepatic/renal dysfunction, had a preexisting stage 2 sacral pressure injury that ¿progressed¿ and indicated that the event resulted in prolonged hospitalization. Medical intervention for the injury was not reported. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).